Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture and fracture. The lv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.